Event description:
The surgeon was performing a bankart repair and had two issues with kinsa anchor. When he was placing the first anchor, he had difficulty reducing the suture loop. The anchor was left in place as adequate fixation was achieved. A second anchor was tried and as he was inserting it, it broke. The surgeon removed as much as possible of the broken anchor using the shaver. A third kinsa anchor was placed successfully using the bioraptor drill. A bioraptor anchor was used to complete the repair. A delay of twenty minutes took place. No patient injury or complications resulted.

Manufacturer narrative:
Evaluation could not be performed because the device was not returned.